Manufacturer narrative:
Additional information: section d10: concomitant medical product: j&j cartridge, model/lot: unknown. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was partially stuck in the cartridge with viscoelastic residue observed throughout the cartridge. Stress marks were observed on the cartridge and the cartridge tip was deformed and damaged. The lens could not be removed from the cartridge; however, one haptic was observed to be bent. No further evaluation was performed. The complaint issue "delivery issue" was not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that during a surgical procedure, a non-preloaded monofocal intraocular lens (iol) became lodged in the cartridge during insertion into the patient¿s left eye. The lens was partially inserted and subsequently removed during the same procedure, resulting in an approximate 20-minute delay. The condition of the lens, haptics, and cartridge tip remains unknown. The cartridge model and lot number were not reported. It is unknown whether increased resistance was encountered or if additional force was required during lens delivery. The event was noted to be unrelated to use error. The procedure was completed using a backup iol of the same model and diopter along with a backup cartridge. The procedure required unplanned incision enlargement, suturing, and vitrectomy. Information regarding the presence of a capsular tear necessitating vitrectomy, as well as the reason for or number of sutures placed, is unavailable. The patient recovered fully without impact to daily activities. No medical attention or medication outside of the standard of care was required. It was reported that the device did not cause or contribute to the event, and the directions for use were followed. No additional information was provided.

Manufacturer narrative:
Section a4: weight: unknown, information was requested but not provided. Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. Section h6: health effect - impact code: 4625 - additional surgery (incision enlargement, suture & unplanned vitrectomy). Section h6- health effect - clinical code 4581: no code available (incision enlarged). Attempts were made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.